Event description:
Customer tested their blood glucose at 2:46pm and received a result of 103mg/dl. The customer felt tired and fell asleep. When they woke up they were sweaty and incoherent. 911 was called at 4pm paramedics tested and received a result of 47mg/dl and took the customer to the hosp. At the hosp the customer was given food and orange juice and a glucose shot. The customer was taken off of glyburide. A request was made for the return of the suspect device and replacement product was sent.